Event description:
It was reported that on unknown date, during evaluation, the repair technician found that this device failed calibration. Issue was found during testing at service and repair, so there was no patient involvement. There is no additional information available. This report involves one 3.0nm torque limiting handle with 4.5mm quick coupling. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: only the event year is known. Reporter is a j&j employee. Part # : 03.632.204, synthes lot # h697388-32, supplier lot # h697388-32, release to warehouse date: 28 nov, 2018, supplier: (B)(4), no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. It was reported that the repair technician found that this device failed calibration. Issue found during testing at service and repair. The repair technician reported that device failed high during evaluation of service limits. The device maximum peak was at 3.54 nm which is higher than the accepted torque range of 3.1 nm-3.5 nm. Torque test high is the reason for repair. The cause of the issue is torque test failed high. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.